Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the potential revision was to provide the opportunity to program all four electrodes for a better result at lower amplitudes. The rep reported that the patient was not scheduled yet as they were doing further neuropsychology testing. The rep reported that if that went well, then the healthcare provider (hcp) may offer the patient to remove the current system first so they could get an MRI for the revision in the future. The rep reported that no dates had been set. The rep reported that the cause of the high impedance was not determined and had not yet been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
3004209178-2018-09639-4 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative, which was confirmed with the healthcare provider (hcp), reported the patient¿s system components were successfully removed. During surgery the system components were damaged with cautery and thus they wouldn¿t be returned and were disposed of. Following surgery, the patient was doing well. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v616865, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v616865, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported prior to the call the patient had a reprogramming session and the patient was told by her healthcare professional (hcp) that she only had 2 contacts to use that were working. The patient also said she uses higher settings. The patient reported a fall in (B)(6) 2016 and another one sometime in 2017 where she fractured a rib. The patient reported her hew neurologist said that based on her settings he was not going to adjust the stimulation any higher. They also discussed a revision/replacement and adding a second implant on the other side. The patient reported she had an appointment scheduled with the neurologist and a consultation with a surgeon in august. No further complications were reported or anticipated. Information regarding shaking after implant and contact issues omitted as it is contained in (B)(4). Information regarding shock during adjustments since implant has been omitted as it is contained in pe# (B)(4). Information regarding stimulation turning off and tremors omitted as it is contained in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v616865, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating all the patient implant components were explanted and patient is scheduled for re-implantation of a bilateral system on (B)(6) for the leads and the device on (B)(6) 2018. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was currently programmed at .8+ 0- 1+ with electrode 2 and 3 being unable to be used due to an open. According to the rep. The patient had potential for a revision in (B)(6) of 2018. No further complications were anticipated.